Manufacturer narrative:
Device evaluation of charger/modem sn (B)(4) has been completed. The reported problem (will not power on/ticking sound) was confirmed. As received, the charger/modem would not power on. Upon evaluation, the power supply was defective with varying output voltage and there was liquid contamination on the battery board. The cause of the inability to power on and the ticking sound could not be isolated to the defective power supply or contaminated battery board. The root cause of the defective power supply cannot be positively identified. The root cause of the contaminated battery board is liquid ingress of an unknown contaminant. No adverse event resulted from the defective charger/modem.

Event description:
A us distributor contacted zoll to report that a charger/modem was not powering on properly and was making a ticking sound.